Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested 4.3 inr on the coaguchek xs system while a comparison lab returned as 2.7 inr. The patient's warfarin dose was held based on a previous meter result of 3.9 inr. No adverse event reported. Requested return of suspect system and replacement was sent.